Manufacturer narrative:
Continuation of d10: product ID: psg100 (serial: unknown); product type: 3294-generator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a pulsed field ablation procedure; the catheter array became detached during the right inferior pulmonary vein (ripv) therapy. The catheter array also inverted. The catheter was removed and replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012735453 was returned and analyzed. Visual inspection was performed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, electrode #1 was observed to be crushed/damaged, electrode #2 was observed to be displaced, an exposed electrode wire was observed, an inverted array was observed, and the pebax tube was torn. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed. The distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity test revealed an open loop on the electrode #1,2 wire. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the array segment, an electrode wire to electrode #2 detachment was observed. During inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the reported inverted array/array detached issues were confirmed during testing. The loop catheter failed the returned product inspection due to a torn pebax tube on the spiral array, an exposed electrode wire on spiral array, an inverted spiral array, a displaced electrode on the spiral array, an electrode wire to electrode detachment observed in the spiral array, crushed/deformed electrodes on the spiral array, and tangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.